Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported) due to an accident. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 06, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a surgery on (B)(6) 2022 in order to replace the implant magnet. This report is submitted on january 03, 2023.

Manufacturer narrative:
This report is submitted on march 01, 2023.